Event description:
It was reported that the patient's pulse generator had not displayed available atrial tachyarrhythmias (at) / atrial fibrillation (af) burden alerts. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.